Manufacturer narrative:
It was reported that the emergency drive was broken and needs to be repaired. It was later specified, that the rotation of the emergency drive was weak. The failure occurred during pre-use checks. A getinge field service technician (fst) was sent for investigation and repair on 2023-07-27. No parts were replaced. The fst dismantled and cleaned all parts and put new lubrication on all moving parts, which did not solve the failure. He than tightened the screw holding the planetary gear and the failure was resolved. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst the most probable root cause is a loosening of the screw holding the planetary gear. It is stated in the instruction for use of the cardiohelp device (chapter 5.6.1 "check before every application") the emergency drive must be checked before use. The serial number of the affected device was not provided and therefore, a device history review could not be performed. However, the review of the non-conformities has been performed on 2023-07-28 for the lifetime of the affected device. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "emergency drive broken - rotation is weak" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the emergency drive is broken and needs to be repaired. No harm to any person has been reported. Complaint ID: (B)(4).